Event description:
It was reported that the patient experienced painful sensations when switching on the speech processor as well as during fitting mode. Testing was carried out which showed device status 'ok'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.